Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a catheter becoming loose from the patient control module cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a 2ml patient control module device became loose from the catheter during patient use. Therefore, the sterile fluid pathway was breached. It was reported that the patient pushed the patient control module's button many times. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.